Event description:
While performing the laparoscopic portion of an lavh, the bicoag cutting forceps were introduced into the abdomine to coagulate & cut tissue. The handle that releases the instrument from the tissue, stuck and pulled the tissue causing bleeding. Surgeon believes the tear in tissue was caused by the inability to release the tissue from the device.